Event description:
The user facility reported that resistance was felt when using the visiglide 2 during an operation of bile duct stenosis. Follow up communication with the user facility confirmed the following: a zimmon biliary stent was inserted into and placed in the right bile duct as the first step; subsequently, when the physician intended to insert the involved guide wire and place a flexima stent into the left bile duct, the physician felt a resistance; when moving the guide wire backward and forward, the guide wire got fractured and the segment of the guide wire remained in the body; the segment was withdrawn by a basket forceps; and the operation was completed successfully.

Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that it had been fractured in two, at approximately 89 mm from the distal end and the outer layer had been peeled off the core wire on the area approximately 92 mm-140 mm from the distal end. The fracture cross- sections were inspected under magnification. Both surfaces were found to be flat. Electron microscopic inspection of the fractures revealed the generation of multiple abrasions on the areas around both fractures. During the electron microscopic inspection the surfaces of the fracture cross sections found the generation of the dimple pattern on them. Magnifying inspection of the outer layer on the segment approximately 92 mm to 140 mm from the distal end found that the outer layer had been sheared off in the longitudinal direction. The outside diameter was measured on the intact segment and confirmed to meet manufacturing specifications, being comparable to that of the current product sample. Actual measured value: actual sample = 0.60 mm. Current product sample = 0.59mm. The adhesive strength of the outer layer to the core wire was determined on the undamaged segment to be equivalent to that of the current product sample. Test method: the guide wire was pushed against a metal block 5 mm in thickness at 300gf; pulled the guide wire in one-way direction. Steps 1 and 2 were repeated at the same segment 5 times. Several reproductive test were completed using the actual sample and current guide wire sample. The exact failure was not able to be reproduced. Review of the device history record and the shipping inspection record of the involved product /lot# combination confirmed that there were no production-related problems or any nonconforming indications in the shipping inspection result. A review of the complaint files confirmed that the involved product /lot# combination has not been reported previously. There is no evidence that this event was related to a device or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the deformation on the distal end is most consistent with distal end of the actual sample was trapped in an object due to some factor(s) subsequently, in this state, the actual sample was subjected to repetitive bending forces by being exposed to repetitive insertion/removal manipulations, resulting in the fracture of the shaft. As for the cause of the shearing of the outer layer (ptfe coat), it is likely that the actual sample had close contact with a sharp object and in this state was subjected to an abrading force which exceeded the outer layer (ptfe coat)'s adhesive strength. From the available information, however, it cannot be determined definitely how and when the actual sample was exposed to the abrading force. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).